Event description:
It was reported that the user accidentally submerged the ilet pump in a pool, after which the device functioned for a few hours and then experienced an unexpected shutdown; the device would not power on despite confirmed charging indicators, and the affected component was identified as the seal. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an insulation problem consistent with fluid ingress leading to an unexpected shutdown associated with the device seal. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.